Event description:
It was reported that the pump screen was dark and would not turn on. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.